Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump failed the flow test three times during testing. No patient injury was reported.

Manufacturer narrative:
D9: date returned to mfg 12/28/2023 one device was returned for evaluation. Visual inspection revealed corroded spring contacts, worn upstream occlusion (uso) seal, and scratched lcd lens. No evidence was available to review in the event history log. Functional testing was unable to replicate the reported issue; the device delivered within specification. The root cause was unknown. No repair was required. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.